Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from health care provider via manufacturing representative regarding a patient undergone kyphosis with t12 compression fracture. Plain films are performed and reviewed to evaluate pain demonstrate a kyphotic segment above with screws potentially fracture from the tip of the screws out but not into the endplate. Scheduled for revision t10-s1 fusion. Site related assessment: probable to study device and the procedure index surgery. Sponsor related assessment: not related to procedure, probable related to device outcome status not recovered/not resolved additional information was received from the rep that there is no allegation against dbm grafton putty.